Event description:
Additional information was received from consumer, who reported that they were told to wait until all the dressings were removed, day 10 which they did not. The best they could get was 4-8 boxed highlighted on the charger. This was after calls to representative, once the dressing was removed they met with representative and was instructed on proper method of recharging. At this time, the representative adjusted the device, although they had received excellent results but had no stimulation on left side, and everything went downhill quickly. The device did provide stimulation but had no effect on their pancreatic pain. This was over the weekend, then they met with representative and other adjustments were made with partial success, only half as good as the first 10 days. The patient reported they were going to "gut it out" until their next meeting or to the point where they cannot get acceptable relief. The issue they have, first no ability to reach anyone on weekends, second minimal instructions given to them post implant while coming off the drugs and not having a clear head to understand what was told to me.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient cannot get their stimulator to charge. The patient stated that no matter where the implant is they cannot get boxes to fill in. Patient services reviewed and the patient stated that they are afraid that the device is going to die and the patient doesn't see the doctor for 2 more days. A manufacturer's representative followed up with the patient and the issue has been resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.